Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral transcatheter aortic valve replacement in the native aortic position, after withdrawal of the commander delivery system, a small dissection was observed on external iliac artery (eia) and two stents were placed. The patient had a small access vessel mld (4.0mm), therefore a 14fr esheath was inserted after dilation with 16fr dilator without any resistance. Resistance was noted when inserting the commander delivery system through the 14fr esheath. The sapien 3 valve was deployed successfully. After withdrawal of the commander delivery system, a small dissection was observed in the external iliac artery (eia). A coil was packed in the internal eia and two stents were placed. Angiography revealed that there was blood leakage between the outside of the stent and the blood vessel, but no hematoma was observed via CT. Protamine was administered to stop the bleeding.

Manufacturer narrative:
Investigation is ongoing. Device was discarded at the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted to reference related manufacturer report for this case. This is one of two reports being submitted for this case. Please reference related manufacturer report no:. 2015691 2023 11856.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The 14fr esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and revealed the following: access vessels were undersized (minimum luminal diameter for a 14fr esheath is 5.5mm), and mild access vessel calcification. A review of manufacturing mitigations is captured in a technical summary written by edwards lifesciences. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to insert the delivery system into the sheath. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of the instructions for use/training manuals for guidance/instruction involving the esheath usage is captured in a technical summary written by edwards lifesciences. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed due to no imagery/device provided. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary by edwards lifesciences. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: 1.tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. As reported, there was 'no tortuosity' in the vessels, and is supported by the imaging evaluation. 2.calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As reported, the patient had 'mild calcification', which is supported by the imaging evaluation. 3.undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. 4.steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. No information was provided on the insertion angle used. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, undersized vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.